Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear on front cover and enclosure, cracked water tank cover, old printed circuit board (pcb), power switch and line cord. The reported issue could not be duplicated. The root cause of the reported issue was unable to be determined. The device functioned as intended. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. D4 unique identifier, d5, e4 and g5 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that device trips breaker. No patient injury was reported.